Manufacturer narrative:
Correction in d.4. Additional information provided in h.3., h.6. And h.11. The lens was returned inside a plastic specimen cup. Solution residue was dried on the lens. The optic was cut into two portions. One haptic was broken in the gusset area. The broken haptic portion was not returned. The lens was cleaned with klrp for further evaluation. No additional damage was observed to the lens after removal of the dried solution. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge, handpiece, and viscoelastic combination was indicated. The root cause cannot be determined for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The questionnaire response indicated that the event was due to the patient's ability to adapt to multifocality. The multifocal company 18.5 diopter (add power +2.2/+3.2) lens was removed and replaced with a monofocal company 20.0 diopter lens. Due to the exchange of a multifocal lens for a monofocal lens, this suggests that the replacement lens may have been an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation, the patient experienced glare, halos and blurry vision. The lens was removed and replaced with a company lens in a secondary procedure. The clinical reason for explant was dysphotopsia. According to the surgeon's opinion, the product was not responsible for the events, but it was the patient's inability to adapt to multifocality. The patient's vision was never clear after the initial procedure. The symptoms were much improved after iol replacement. The surgical eye was right eye. The patient had also undergone yttrium-aluminum-garnet (yag) laser.